Event description:
The affiliate reported that each time the content of the drip chamber is drained towards the closed collection bag and stopcock, an excessive suction of cerebral spinal fluid from the ventricles is recorded. As a result, the system was removed and a new collection system was connected to the catheter. No patient consequence was reported.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the eds iii was flow tested and no dysfunctions were noted. It was also noted that when the drip chamber stopcock is opened gravity pulls the fluid towards the collection bag. When the system stopcock is closed, the volume of fluid flowing out of the drip chamber is replaced by air entering the drip chamber through the vent. Alternatively, with the system stopcock open, the negative pressure created by the fluid leaving the drip chamber can be equalized by air and/or fluid entering the drip chamber. In the IFU, for drainage to the bag, step 1 is to close the system stopcock. The root cause of the problem reported by the customer is due to not rotating the system stop cock. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records was not possible as the lot number was unknown. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.